Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer reported via e-mail that some tampons had no string and they would not go in. No injury reported.